Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Device was back to normal use after rebooting, but the problem appeared again. Review of the system log files showed image processing pc (ippc) hard disk error. The cause of the issue was determined to be hard disk failure. Fse replaced the ippc hard disk, and system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was unable to expose. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.